Manufacturer narrative:
Updated fields: d10, g4, g7,h2, h3, h4, h6, h10. Unique device identifier (UDI) : (B)(4). The directlink was returned for evaluation: device history record (DHR) lot 174638, conformed to the specifications when released to stock. Failure analysis no issue was found, the device passed the test. The root cause of the issue reported by customer could not be determined as the devices worked correctly. However, the possible root cause of the defect reported by the customer could be the monitor used during the inspection.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
Facility's narrative: "direct link with microsensor implanted in or. Icp readings were acceptable with a waveform. Rep was present for case. Patient went to pacu after surgery and rep was present for reconnect to phillips monitor. Icp readings were acceptable with a waveform. Patient was transferred to nsicu in evening and connected to phillips monitor. Experience staff successfully resumed the icp readings. At 5:30 am I called the nurse to check on the status of direct link and she had just tried to reconnect and the phillips monitor showed a flat line with ?. Prior to that, they had disconnected the sensor from the gray patient cable so they could position the patient on a new mattress. They connected the microsensor back to the gray cable and it did not resume when they followed the standard instructions. I came to the hospital and tried several things to get the readings to come up on the monitor. I recalibrated the phillips to 0 and 100, then resumed and it showed a green light on dl . The pressure went all the way from 350 down to -35 and then showed a flat line and ? On the phillips. I disconnected the pt monitor cable from the phillips and made sure it was labeled icp and activated; same result with icp dropping to a negative #, then flat line and ? I disconnected the sensor and tried resuming. Same green light and sequence which resulted in a flat line with ? I tried a new pressure box, activated it and recalibrated the monitor to ) and 100. I resumed. Got green light and the icp went from 350 to negative and flat line with ? I got a transport monitor and did the same thing. Calibrated to the transport monitor and tried to resume. I got a negative # then flat line and ? I disconnected the microsensor from the gray cable one last time. I also touched metal while holding the microsensor just in case it needed to be grounded. At this point I would try anything. I reconnected and resumed. The icp reading went negative but stopped falling at -19 and started climbing up to -11, -8, -6. Then I noticed there was a waveform after I optimized the scale. It resembled icp but was a jagged line within the waveform. After about 10 minutes the icp was at +3 with a normal looking waveform. This was representative of the pressures during the night. I explained to the nurse practitioner that we had a waveform and icp reading and she commented that she doesn¿t trust it because of the issues they have had with reconnecting after a transport or disconnection of some kind. Following this, I called clinical engineering to look at the philips and help me understand what needs to happen to make the direct link and philips communicate after resuming. He explained that the philips has a flat line and ? When it does not receive anything from dl. On the other hand, dl is showing a green light that the sensor is resumed. This leads me to believe that either something is interfering or could it be an intermittent connection at the patient monitor cable?. We just do not know. I resolved the issue for the time being. Later in the day: my follow-up was then to call philips to understand if there is anything else we can do to prevent this issue as this is happening over and over. I was told that the zeroing process we are doing is backwards to what they recommend. They said that the philips monitor needs to be zeroed before we press the direct link 0. The ¿flat line with ?¿ means that the philips is waiting to be zeroed..again this is opposite how we were trained and opposite to our instructions to the customer. Fyi-this patient is part of a study on headaches. The primary piece of data required is the icp reading related to the presence of a headache." Additional information received on may 29, 2020: implant date - (B)(6) 2020. Headache is unrelated to the product.